Event description:
Hold for rh 1.26 it was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) display flickering. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated field: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11 corrected field: g2 additional information: event site postal code: (B)(4). A getinge field service engineer (fse) evaluated the unit and suspected problem found in the video display cable, replaced the display to video receiver cable and solved the problem. After the replacement the symptoms improved and it handed over the equipment to the customer in good working condition and there were no issues.